Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No ramping numbers noted during testing. The insulin pump was received with cracked case on lcd display window corners and corroded motor assembly. No moisture damage on electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers were ramping on their own. The customer's blood glucose was 186 mg/dl at the time of incident. The customer mentioned that there were cracks on the rim of the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.